Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had dislodged. The lead was explanted and replaced successfully. The patient's condition before and post procedure was good.